Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 95% stenosed,32mmx2.50mm, concentric target lesion containing a lesion bend of between >45 and <90 degrees was located in the mildly tortuous and mildly calcified ostial left anterior descending (lad) artery. After the deployment of a 2.50x32mm promus element drug eluting stent, the stent got deformed by a secondary device. Another stent was used to correct the deformation and the procedure was completed. No patient complications were reported and the patient's status was stable.